Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during repositioning of an embolization coil, the coil unexpectedly detached without use of the controller. The coil was retrieved with a snare device. There was no reported patient injury. The current patient's status is reported to be doing okay.

Manufacturer narrative:
The device was returned without the implant for evaluation. The resistance of the system was noted to be within specification. The v-grip associated with the complaint was not returned; however, pusher passed the pretest with a new v-grip, showing a green light in all 4 angular locations. The body coil section after the pet transition, close to distal heater coil section, was noted to be wavy. The hypotube was visibly kinked in the middle section. The heater coil with pet covering was noted to be slightly compressed. The attachment monofilament demonstrated a stretched tail. Based on the investigation of the pusher and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.